Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that he accidently hit the sensor or transmitter against something and had a black screen on their insulin pump ever since. The customer stated that they will call back to provide more information about the issue at a later time. No further information was provided.